Event description:
During a daily inspection, it was reported that the device said call service and it would not respond, locked up. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported lock up failure. Physio isolated the likely cause for the problem to the system pcb assembly and recommended repair. However, the customer declined the repair offer and it is unknown if they will retire the device or complete repairs at a later time. A conclusive cause of the reported problem could not be determined.